Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the first liver portal on a laparoscopic left hepatectomy, the surgeon was able to press the green button but wasn't able squeeze the handle and the device was unable to fire. They used another device complete the case. There was no patient injury.